Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that PICC dressing was noted to be damp, PICC was intermittently plugging up needed cathflo a few days prior and on day if incident, appeared to be leaking when flushed and very resistant to flushing. PICC removed over the wire PICC exchange performed. PICC noted to be leaking at the 9cm marking when flushed. This was reported as an event with no harm. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-06088.

Event description:
It was reported by customer that PICC dressing was noted to be damp, PICC was intermittently plugging up needed cathflo a few days prior and on day if incident, appeared to be leaking when flushed and very resistant to flushing. PICC removed over the wire PICC exchange performed. PICC noted to be leaking at the 9cm marking when flushed. This was reported as an event with no harm. No other information was provided.